Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a serious injury or death.

Event description:
Initial reporter indicated that, the patient had been to surgery for a generator replacement for end of battery life and would be rescheduled for a total revision related to "malfunction of electrodes" at a later date. Physicians office reported that, the patient was unable to feel the adjustments being made to her device and was also experiencing pain in the neck region "which leads me to believe she a defective electrode". Further follow-up with the physician's office, it was reported the patient's vns was at complete end of battery life and no diagnostics could be performed preoperatively. In the or, it was discovered after replacing the patients generator and connecting it to the indwelling lead that the patient had high lead impedance. The patient was then scheduled for a full revision at a later date. The patient had their full revision surgery and good faith attempts are being made for product return for analysis.